Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported the system displayed a precharge voltage error message. This error is likely to prevent the system from booting to a usable state. There is no report of pt injury.